Event description:
It is reported that a customer was hospitalized and received a replacement pump. The customer's blood glucose was not recorded. It is unknown what caused the hospitalization. The customer was informed that their original pump needed to be returned within 30 days or else the customer will be charged for the pump. The customer understood. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.